Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer lost video in the right eye of the surgeon side console (ssc), and black lines appeared at top of the right 2d video which had a strobing effect. With the assistance of a isi technical support engineer, the customer power cycled the system, replaced the camera cable, re-seated the video cable, changed the camera controller unit (ccu) settings and reversed the console vision cable connections which restored the 3d video. The patient was under anesthesia for approximately an additional thirty minutes while the vision issue was being resolved. The planned surgical procedure was completed and no patient harm was reported.

Manufacturer narrative:
The investigation conducted by an isi field service engineer found that the console vision cable was defective. The console vision cable connects the vision cart to the surgeon side console (ssc) and passes the video signals between the ssc and the vision cart. The system was repaired by replacing the console vision cable. As of (B) (6) 2008, there have been no reported recurrences of the issue at this hospital.